Event description:
User has encountered numerous incidents of software errors related to correct identification of pts. The system repeatedly overlays incorrect pt demographic data onto the equipment computer screen images as well as to film. MFR initially failed to acknowledge the problems after they were reported, and subsequently failed to develop a collaborative effort with this institution or commit the resources needed to correct the problems. The potential for misdiagnosis (ie having the wrong pt's name and demographics on a screen or film) is significant. Facility was so concerned about the ramifications of these problems that they made arrangements to replace the CT scanner and all work stations within a year of its install.